Manufacturer narrative:
The hill-rom technician found a large blanket draped over the side of the bed, and over the siderail mounting bracket, which did not allow the siderail to latch. A search of the hill-rom maintenance records did not show hill-rom performed any preventative maintenance on this bed. It is unknown if the facility performs preventative maintenance on their beds. The technician in-serviced the staff and moved the blanket to resolve the issue. Based on this information, no further action is required.

Event description:
Hill-rom received a report from the account stating the upper siderail will not lock. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint (B)(4).